Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer returned expired test strips (expiration date 6/23/2016); unable to evaluate. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 380 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores the product in the kitchen. The customer is using expired test strips. The test strip lot manufacturer's expiration date is 06/23/2016 (test strips are expired) and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). The customer is testing twice a day (fasting). The customer has not made any recent changes in diet, exercise regimen or medication. The customer informed that the test strips are expired. Customer educated of the product proper storage environmental conditions recommended by manufacturer.